Event description:
A male pt underwent aaa repair in 2008. One flex main body graft and three iliac leg grafts were placed. When the physician pulled the sheath out at the end of the procedure, there was no pulse in the right leg. The physician determined that he had created a false lumen in the limb at the beginning of the case, and that the end of the leg extension had landed in the false lumen. The pt's arteries were not good and the physician indicated, there was no way of knowing he had created the false lumen until the sheath was out. He then decided to place a wire up and over into the true lumen and create an opening through which to extend the limb into the true lumen. This was going well but the physician needed a longer catheter. He tried to snare the wire. The wire became entangled in the suprarenal fixation at top of the main body graft and several attempts to untangle the wire failed. The graft was moving, so the physician then decided to convert the pt to open repair and explanted to grafts. Pt outcome is unk at this time.

Manufacturer narrative:
Evaluation: still under investigation.